Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were having issues with sensor error. The customer¿s blood glucose during the incident was 85 mg/dl. Troubleshooting was performed. It was noted that when they removed the sensor out of the body, the cannula was shorter than normal. The sensor will be returned for analysis.